Event description:
Reporter reports meter results of 895mg/dl and other readings in the 700s mg/dl and 800s mg/dl while using the advantage system. Meter results are out of range as results greater than 600 mg/dl are to be displayed as "hi." No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.